Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. One needle did not present. Backdown was not successful. The cardiologist widened the subcutaneous track to free the needle that did not backdown. The device was removed and replaced with a second device. There was no reported injury to the pt. Eval of the returned device indicated that the needle that did not present had not followed its intended track into the barrel of the device.